Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. User, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. He reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. He did not utilize the help screen or the iab fill key and the pump had been in standby for 16 minutes. The esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. William then performed a fill which resolved the gas loss alarm and resumed therapy. The esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a febrile temperature.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). Medical center. User, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. He reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. He did not utilize the help screen or the iab fill key and the pump had been in standby for 16 minutes. The esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. (B)(6) then performed a fill which resolved the gas loss alarm and resumed therapy. The esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a febrile temperature.

Event description:
User, called for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. He reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. He did not utilize the help screen or the iab fill key and the pump had been in standby for 16 minutes. The esp personnel had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. (B)(6) then performed a fill which resolved the gas loss alarm and resumed therapy. The esp personnel explained the nature of the alarm and based on the information he gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a febrile temperature.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation, investigation findings, investigation conclusion).